Manufacturer narrative:
It was reported that the controller had a loose power port and that the controller had logged a critical battery alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors log file analysis revealed multiple critical battery and power disconnect alarms involving (B)(4), which temporarily disconnected and reconnected. Once reconnected, the controller would alarm a critical battery alarm because the relative state of charge would fall below 10%. Upon further review, it was noted in the controller log files that a cell pair within (B)(4) had fallen below a voltage threshold, causing the power disconnect and critical battery alarms. (B)(4) was returned under cmp-23125, which determined that the battery had an improperly soldered weld. Based on the available information, the most likely root cause of the reported critical battery alarm can be attributed to a battery with an improperly soldered weld. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller.

Manufacturer narrative:
Additional information received from medwatch report confirmed that the patient showed up to the clinic with noted critical battery alarms associated with a fully charged battery. A data download was obtained and sent to the company for analysis. The analysis revealed 2 critical battery alarms and 3 power disconnect alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that when the patient was seen in the clinic, patient's controller had a loose power port 1. The controller (B)(4) was exchanged to controller (B)(4) with no reported consequence or impact to the patient. No further information was provided.